Manufacturer narrative:
Date of death: approximated as it is unknown.

Event description:
It was reported thrombus and a cerebral event occurred. On (B)(6) 2019 the patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was successfully implanted. On (B)(6) 2019 the patient went in for their 45 day follow up transesophageal echocardiogram (tee) and device thrombus was noted. An inferior lobe was not covered and the thrombus may have originated there. The patient was placed on apixaban shortly after the tee. It is unknown if the patient was compliant to their post implant medication regimen. The patient had a cerebral event which was attributed to the thrombus and is currently in hospice. Additional information has been requested, but not yet provided. It was further clarified the patient has an ischemic stroke. The lobe that was noted as not covered, was not covered at implant and there was no change in device position. The patient was unable to thrive post stroke and ultimately passed away.

Event description:
It was reported thrombus and a cerebral event occurred. On (B)(6) 2019 the patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was successfully implanted. On (B)(6) 2019 the patient went in for their 45 day follow up transesophageal echocardiogram (tee) and device thrombus was noted. An inferior lobe was not covered and the thrombus may have originated there. The patient was placed on apixaban shortly after the tee. It is unknown if the patient was compliant to their post implant medication regimen. The patient had a cerebral event which was attributed to the thrombus and is currently in hospice. Additional information has been requested, but not yet provided.